Manufacturer narrative:
(B)(4). Complaint sample was evaluated and the reported event was confirmed. The likely condition of the part when it left zb control is considered to be conforming based on the DHR review. Visual inspection of the returned device shows the inserter thread tip fractured and the fractured pieces was not returned along with the device. The returned inserter also shows dents & dings suggesting extensive use during its potential filed service lifetime. Visual inspection also shows the interior threads of the trail stem damaged. The rockwell hardness testing is performed on the returned stem inserter; the avg. Hardness measured was found to be per print specification. A definitive root cause for the inserter tip fracture cannot be determined with the information available. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during right hip revision the instruments were damaged and cross threaded. No impact to the surgery or patient was noted. No more additional information is available.

Manufacturer narrative:
The following report is submitted to relay additional information received. The additional information reported will no change any previous investigation results. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.